Event description:
It was reported that the anchor was broken during a rc surgery. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the anchor could not confirm the reported anchor breakage. The anchor is intact and assembled on the inserter. Three legs of suture, the suture threader loop and stay suture are all threaded partially in the suture slot of the anchor. Removal of the anchor from the inserter showed the inner shaft to be bent. The inner plug is partially in the site window of the suture slot. The torque limiter and inner plug of the anchor were functionally tested and found to function as intended. The condition of the device indicates the inner shaft was subjected to excessive forces causing it to bend making the device unusable. Per the device IFU under precautions excessive force during insertion can cause failure of the suture anchor or insertion device. Further investigation is not required at this time.